Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the keypad just ramping up numbers on the insulin pump. Customer's blood glucose was 5.4 mmol/l. Customer does not recall any events that led up to the issue. Customer is on their back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump had cracked case at display window corners and minor scratched display window.